Event description:
It was reported by the customer that a volume view, flotrac and presep catheter were being used on a septic patient for hemodynamic monitoring. It was noted by the clinicians that the patient had a week pulse on the same limb as the volumeview catheter. The catheter was immediately removed. The physician suspects that an arterial dissection occurred during insertion of the volume view catheter into the artery of the lower limb, leading to compartment syndrome and ischemia of the affected limb. The patient underwent a relaxation incision and removal of necrotic tissue. The physician stated that he believes ¿the event was not device related.¿

Manufacturer narrative:
The device was discarded at the hospital and will not be returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No corrective actions will be taken at this time.